Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that station went into critical override. A field service engineer, shut down the system and reseated cables on main drawer to resolve the issue. The system functioned as intended. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system station main drawer 6.1, rows d and e off bus. Customer stated that the issue delayed medication dispensing to patients. There were no adverse events or injuries reported based on this incident.